Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received inappropriate shock and therapy and physician believes this was due to the performance of the product. The event date is unknown. Programming changes were made which resolved the issue. Patient was stable prior, during and post event.